Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 400 mg/dl. The customer stated that insulin pump received an error in the motor was detected by reading unexpected value from hall sensor error alarm. The customer was able to clear the alarm and was not able to complete insulin pump rewind. It was unknown whether customer was using auto mode feature on insulin pump at the time of incident. The insulin pump was not exposed to a high magnetic field. It was reported that the customer advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was active at the time of incident.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. The motor was tested outside the device, and it passed. No pump error 43 were noted during testing. After further review, however, found traces of corrosion on the home motor switch. Did not note any cracks in the battery compartment, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.